Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. Without the device available for investigation, the exact root cause could not be determined. Based on the information provided, the physician stated that the patient had a type ii arch and severe tortuous anatomy with calcification causing the competitor guide catheter to kink. The severe patient arch and kink in the guide catheter pinched the zoom 71 causing it to break during retraction.

Event description:
A female patient was treated for an occlusion at the left m2 segment. The patient reportedly had a type ii arch and a very tortuous anatomy. Access was first attempted at the right femoral. However, due to obstructed aorta, the access site was closed. Second access was then obtained from the right brachial with a guidewire and competitor access guide catheter. The patient's severe arch form caused a tough angle and kinked the guide catheter. The physician experienced resistance while advancing the guide wire and zoom 71 through the kinked guide catheter. He decided to continue and advanced the zoom 71 distally. After feeling more resistance due to calcification, the physician decided to remove the zoom 71. Per the physician there were multiple sharp turns when coming from the right brachial, and it was "tight" at the proximal common carotid. The physician believes that the patient's severe arch caused the guide catheter to kink and subsequently pinched the zoom 71 while advancing pass the location of the kink. During retraction, the zoom 71 broke and imaging showed approximately 20cm of the catheter remained inside the guide catheter. The physician successfully removed the access guide catheter and the remaining zoom 71 as a system and the second access site was closed. A third access was then obtained from the right radial with a zoom rdl catheter. Although the patient's anatomy was tortuous, the physician was able to advance a zoom 71, zoom 45, and zoom 55 through the zoom rdl to the face of the clot. The clot was successfully removed after the third pass. The patient achieved complete reperfusion with a tici 3 score. The patient was reported stable and there were no patient sequelae reported.